Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/10/2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. A manufacturing record evaluation was performed for the finished device 7691958 number, and no non-conformance related to the reported complaint condition were identified. During visual inspection of the device no apparent damage was found. Leak testing was performed and it revealed a tear measuring approximately less than 0.1 cm on the anterior view, microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/4/2019 mentor received additional information confirming that the device received on 12/10/2019 belonged to this complaint. The lot number differed than what was original reported, and therefore the device was not reported as returned until it was confirmed that the device returned was the impacted product. D7 has been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis experienced right sided deflation post procedure. As a result, the device was replaced with another a mentor smooth round moderate profile 225cc saline prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 12/16/2019 mentor became aware that the incorrect country code was submitted with the initial report on that same date. The correct country code is esp. Initial reporter has been updated. Manufacturer¿s reference number: (B)(4).